Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. Customer blood glucose level 600 mg/dl. It was also reported that the battery died and insulin pump display was blank. Troubleshooting was declined for blank display and high blood glucose. The device will not be returned for analysis.